Manufacturer narrative:
(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was performed. The device failed the weight test. No air leaks were noted. The piston migration was at 2.2 inches. The reported complaint was not confirmed. The evaluated failure of a failed weight test has a root cause of a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the positioner spider limb was intermittently holding nitrogen. No case reported; therefore there was no patient involved. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event.